Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head itself got loose in mouth, can see the wire in it [device breakage]. No adverse event. Case description: a mother reported via phone on 25-oct-2016 that while her daughter, age unspecified, used an oral-b precision clean brushhead on an unspecified date, the brush head itself got loose in her mouth. The mother stated it caused shock to her daughter, and the mother could see the wire in the brush head. The case outcome was unknown. The mother reported oral-b precision clean brushheads had been previously used. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 07-nov-2016 follow-up phone call with reporter: the mother clarified that her daughter experienced an emotional shock, not an electrical shock, and her main concern was that the brush head was loose in her daughter's mouth. The case outcome remained unknown.